Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The device passed all functional testing in the laboratory. Eval code-result no longer applies eval code-conclusion no longer applies interrogation of the implantable pump during analysis found that it was programmed to deliver gablofen 1000mcg/ml at an unknown dose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via a manufacturer representative regarding a patient who was receiving lioresal and an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that the patient's pump was removed on (B)(6) 2018 due to exposure through the skin. The device was not replaced. The patient was said to have no injury and to have recovered without sequela. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp regarding a patient who was receiving lioresal and an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that the patient's pump was removed on 2018-(B)(6) due to exposure through the skin. The device was not replaced. The patient was said to have no injury and to have recovered without sequela. There were no further complications reported at this time.